Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - above rated burst pressure. The device was returned for evaluation. The partial deflation was confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent systems instructions for use states: do not exceed the labeled rated burst pressure (rbp) based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a moderately tortuous, moderately calcified, circumflex artery stenting procedure, accessed through the right femoral artery, after pre-dilatation with a non-abbott 3.5 x 15mm balloon 1-2 times to 14 atmospheres, over a non-abbott 190 cm guide wire, a xience xpedition stent delivery system was advanced without difficulty to the lesion. The stent was deployed at 19 atmospheres with the first inflation without difficulty and there was difficulty with deflating the balloon. The balloon was pulled negative for a "few" minutes and the balloon was deflated a little bit, enough to remove from the patients vessel without difficulty. The stent was fully apposed to the vessel wall with removal of the sds and was routinely post-dilatated with a non-abbott non-compliant balloon. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.